Event description:
It was reported that customer experienced repeated minimum fill notifications while using pump, which led to blood glucose rising to 328 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer initially had not taken any action but planned to give injection, then later resolved immediate issue by adding more insulin to current cartridge and successfully resuming insulin delivery, after cleaning pump area and attempting to load new cartridge did not fully resolve concern. Customer expressed frustration about recurring problems, declined further troubleshooting, and requested replacement pump, so technical support approved and arranged pump replacement, provided storage and return instructions, confirmed shipping details, advised customer to transfer settings and reconnect continuous glucose monitor, and customer planned to continue using current pump and rely on backup method if needed until replacement arrived.